Event description:
It was reported that during prostate procedure, with (B)(4) joules used and 8:07 minutes expended, ¿end fire¿ was observed. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient injury was reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.